Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: two openings observed, on anterior side assessed, as surgical damage. Additional observations: wear abrasion observed.

Event description:
Healthcare professional reported, unknown side "deflation". The device has been explanted and replaced.

Event description:
Healthcare professional reported unknown side "deflation." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.